Event description:
It is reported that the patient underwent an initial implantation on an unknown date approximately ten (10) years ago. Subsequently, the patient is planned to undergo a revision procedure on an unknown date to receive a pmi reverse shoulder due to pain. It is noted the source of the pain is unknown at this time but is suspected to either be contributed by the patient's significant cuff tendinopathy or glenoid bone wear. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D6a: exact date unknown; however, sometime in march 2015. E1: full establishment address - (B)(6). G2: foreign - event occurred in the UK. H6: proposed component code - mechanical (g04) - head. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d9; g1; g3; g6; h1; h2 upon receiving additional information of the reported event, it was determined to be not reportable under this MFR number. The initial report should be voided and a new report will be submitted under the correct reference number/location.